Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-02399

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not power on. There is no reported patient involvement.